Manufacturer narrative:
There is no known product malfunction reported no product being returned for investigation as it remains in-situ. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." "Potential risks identified with the use of this system, which may require additional surgery, include: infection..." Product remains in-situ.

Event description:
On (B)(6) 2011, a patient underwent interlaminar lumbar instrumented fusion. During post-op visit an infection and hematoma were noted. An incision and drainage of the wound were performed. Patient was treated with IV and antibiotics.